Event description:
It was reported that a cartridge change error occurred. There was no reported impact to the customer¿s blood glucose level. Customer chose not to return pump, no replacement pump was documented, and no additional information was received regarding further actions or outcome of event.